Manufacturer narrative:
The lead was returned for analysis. The lead was then visually inspected, with slight damage to the silicone sleeve at the is-1 connector pin. In addition, deformations of the outer conductor spiral 2 cm and 7.5 cm distal to the is-1 connector pin showed. This damage was most likely caused by mechanical force during the explantation. As part of the analysis of the lead, there were no other abnormalities that could be responsible for the clinically observed dislocation. The manufacturing process of the lead has been checked. The manufacturing documents showed no abnormalities. All production steps were carried out correctly. In summary, the analysis showed no material or manufacturing defects.

Event description:
Ous MDR - this rv lead was explanted and replaced due to dislodgement. The physician attempted to reposition the lead with no good results. Should additional information become available this file will be updated.